Manufacturer narrative:
One (1) used partial sample #b1115 was returned for evaluation, as received the tubing was observed to be missing from the outlet filter. No presence of solvent on the filter port was observed. No additional damage or anomalies were observed. Complaints of separation can be confirmed based on the physical sample evaluation. The probable cause is due to an insufficient solvent applied during manual process assembly. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that, on an unknown date, a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer disconnected from the filter during patient use. The extension set is falling off of the filter while in use. There was no patient harm reported.